Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 08/04/2015, the reporter contacted animas, alleging a motor (rewind issue) issue; piston rod not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data revealed record of a call service alarm 070; a motor rewind tolerance error. On investigation, the rewind, load and prime steps were successfully performed without alarm. The pump was exercised for 24 hours without errors, alarms or warnings. The pump performed within the required specifications without malfunction. Investigation did not duplicate the complaint.